Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tibial articular surface provisional fractured during cleaning after a case.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use (nicked/gouged) and the dovetail was fractured. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The damage noted on the returned device appeared to be consistent with contact to a saw or other surgical instruments during use; however, the conditions of use were not confirmed. Therefore, a root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.